Event description:
It was reported that the remote monitor shuts off during the transmission. The remote monitor was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis was unable to confirm the customer comment. Visual inspection revealed corrosion in the battery compartment.